Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the imaging stopped movement. The motions batteries power level was critical. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. During testing they replaced the motion battery and motor battery charger. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.